Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon reviewing the session records, inappropriate antitachycardia pacing therapy for supraventricular tachycardia was observed. Programming changes were recommended. It is unknown if the recommended changes were made.